Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an unexpected cgm app shut-off occurred. Data was not provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required: it was reported that an unexpected cgm app shut-off occurred. Data was received but does not reflect the full investigation window. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.